Event description:
Boston scientific received information that this pacemaker dependent patient with this right ventricular (rv) lead was under monitoring post-revision when loss of capture (loc) with subsequent asystole of more than 2 seconds were observed. A temporary lead was added in the interim. A revision procedure was then performed wherein the rv lead was abandoned surgically and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture (loc) was observed on this right ventricular (rv) lead. Additional infromation was received confirming that there were some asystole greater than 2 seconds and the physcian added a new lead for back-up. An off label use from previously capped old leads that was surgically abandoned due to infection five years ago was performed by the physician. This lead was abandoned surgically. No additional adverse patient effects were reported.

Event description:
Additional information was received confirming patient history of infection with competitor's device and leads.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.